Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A customer reported that a knife was dull and seemed thicker than usual during surgery. Patient impact information is unknown. Additional information has been requested. Additional information was received clarifying that there had been no patient impact associated with this reported event.

Manufacturer narrative:
Sixteen unopened knife samples were received by manufacturing for evaluation. Upon visual inspection, six samples were found to be conforming and ten samples were found to be nonconforming with dull tips. Penetration testing was performed on all sixteen samples of which fourteen samples were conforming and two samples were found to be nonconforming. Dimensional inspections were also performed for blade width and thickness and all samples were found to be conforming. A review of the related device history records for the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates that there are two additional complaints associated with the reported lot number for the reported complaint issue. The root cause of the dull tips found in this investigation is attributed to over polishing during the manufacturing process. This complaint was reviewed with the applicable production personnel to raise awareness of this issue and documented on the facility's CAPA/review training form. A manufacturing root cause investigation was initiated to investigate the dull tips that were returned in unopened packages for this complaint. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).